Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the lot number was not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to remove the guide wire and/or resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of introducer, outer diameter of the guide wire, condition of the guide wire, condition of the introducer, coagulation of blood or procedural contaminates. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported difficulty to remove the wire from the gw introducer. It is possible that during the procedure, the guide wire polymer coating and/or coils became damaged or separated from the core resulting in the difficulty to remove from the introducer; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported during the removal of a hi-torque balance middleweight universal guide wire the tip became stuck with the guide wire introducer. It was noted that the guide wire was damaged (coil still intact not fully separated). There were no adverse patient effects and no clinically significant delay. No additional information was provided.